Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 21 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer also reported that the insulin pump had unresponsive buttons. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.